Manufacturer narrative:
The agent reported, routine poly swap after an excision of scar tissue was carried out. Complaint has been evaluated and is similar to report number 1644408-2025-00442; 343-11-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - routine poly swap after an excision of scar tissue was carried out.